Event description:
It was reported that, 10-12 years prior to this report, the healthcare provider (hcp) removed the catheter and the patient subsequently experienced a cerebrospinal fluid (csf) leak. The hcp surgically performed a purse string suture, which resolved the issue. The patient did not have any long-term problems and just had a spinal headache until the leak was resolved. Additional details, including drug information, were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).